Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen had a black line in the display which covered some of the numbers. Customer did not know cause of event; however, the pump may have been dropped. Customer's blood glucose was 246 mg/dl. Customer continued to use pump for insulin therapy.